Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') in an adult female patient who had essure (batch no. 528284-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I and parity 1 (c-section- pre eclampsia- (B)(6) 2000). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)\major blood clots"), autoimmune anaemia ("anemia\autoimmune disorder type of disorder: anemia,"), vaginal haemorrhage ("vaginal bleeding"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (hysterectomy (partial), bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and abdominal pain lower had resolved and the autoimmune anaemia, bladder disorder, urinary tract disorder, migraine, nausea, dysmenorrhoea, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain lower, autoimmune anaemia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2008, (B)(6) 2009 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: successful essure blockage of the fallopian tubes. Most recent follow-up information incorporated above includes: on 2-apr-2020: update of information (batch is not valid). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), anaemia ("anemia") and menorrhagia ("menorrhagia (heavy menstrual bleeding)"). The patient was treated with surgery (hysterectomy (partial), bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, anaemia and menorrhagia outcome was unknown. The reporter considered anaemia, menorrhagia and pelvic pain to be related to essure. The reporter commented: discrepancy noted in date of insertion (B)(6) 2008, (B)(6) 2009. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2008: not available. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received- event injury updated to chronic pain. New events menorrhagia (heavy menstrual bleeding), anemia were added. Patient information and lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pain') in an adult female patient who had essure (batch no. 528284) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida I and parity 1 (c-section- pre eclampsia- (B)(6) 2000). On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)\major blood clots"), autoimmune anaemia ("anemia\autoimmune disorder type of disorder: anemia,"), vaginal haemorrhage ("vaginal bleeding"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder"), migraine ("migraines"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), fatigue ("fatigue") and abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (hysterectomy (partial), bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage and abdominal pain lower had resolved and the autoimmune anaemia, bladder disorder, urinary tract disorder, migraine, nausea, dysmenorrhoea, dyspareunia and fatigue outcome was unknown. The reporter considered abdominal pain lower, autoimmune anaemia, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2008, (B)(6) 2009 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: successful essure blockage of the fallopian tubes. Most recent follow-up information incorporated above includes: on 13-mar-2020: plaintiff fact sheet received. Events vaginal bleeding, bladder or urinary problems or changes, migraines, nausea, dysmenorrhea, dyspareunia, fatigue & lower abdominal pain & outcome added. Lot number product, patient & reporter information updated. Blood loss anemia updated to autoimmune anemia. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.